Event description:
It was reported that after implantation of an abdominal aortic aneurysm stent graft, placement of the proglide device was attempted in a left severely tortuous common femoral artery in a 9 fr sheath setting. Reportedly, the proglide device was advanced over the wire and because of the large arteriotomy; the proglide device did not take. A second proglide was attempted but the sutures would not catch the arteriotomy since the physician felt the arteriotomy was too large for the proglide device. A prostar xl was attempted; however, one of the sutures of the prostar xl device did take. The other suture did not take but once the first suture was tied down, manual arterial compression was held for about 10-15 minutes, and hemostasis was obtained. There was no adverse patient sequela. The physician is trained in the use of the proglide and prostar xl devices. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: j-wire, 0.035 glidewire, stiff lunderquist wire, 0.014 grand slam wire, sheath: 9 fr. Other: snare device, endologix stent graft 25mmx16mmx140mm. Vessel closure: prostar xl (right groin). The customer reported the device was discarded. The return of the device may have assisted in the investigation of the reported event. During manufacturing all prostar xl devices undergo inspection. A sample of devices from each lot is functionally deployed and destructively tested as part of lot release testing. The vessel was described as severely tortuous, and evaluation for tortuosity is listed under the device placement section of the prostar xl instructions for use. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the reported suture did not take could not be determined. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and revealed no similar incidents for this lot. There does not appear to be any indication of a product lot quality deficiency. The other proglide devices mentioned are being filed under separate medwatch report numbers.